Event description:
Customer reported that he was experiencing low blood glucose of 32 mg/ dl and fainted and fell on the floor; the paramedics arrived and he had to be taken to hospital. Blood glucose level at the time of the admission was 23 mg/dl. Customer states that the drive support cap is recessed. During troubleshoot; customer reported that he changed the infusion set the day before and that he was disconnected during prime process and stated he has been having trouble with rewinding the insulin pump. Customer stated that the reservoir is showing less insulin than the quantity shown on the status screen. Device passed the displacement test. Settings are correct in the insulin pump and customer stated that the reservoir was not manipulated while connected. Current blood glucose value is 253 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it passed functional test including displacement test, rewind, basicocclusion, occlusion, prime/a33 and excessive no delivery alarm test. Device functioned properly. Intermittent button response was noted due to flattened dome switch on the up arrow button. Device received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and dog chew marks around casing.

Manufacturer narrative:
The pump passed the delivery volume accuracy test.